Event description:
It was reported a hematoma with intervention occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was used to deliver a 24mm watchman flx pro delivery system and closure device (wds) which was inserted and the closure device was implanted. The procedure was concluded. While the patient was in the post-procedure recovery unit, a groin bleed was noted. A computed tomography (CT) scan was performed which revealed an abdominal hematoma from the inferior epigastric. The patient had a prolonged hospitalization, as the physician performed a coil procedure later in the day to stop any further bleeding. The patient was then discharged.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman access system, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.